Manufacturer narrative:
This case was initially received via regulatory authority (noma, reference number: (B)(4) on 09-jul-2020. The most recent information was received on 22-sep-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pains'), device expulsion ('a CT scan from 2017 shows metal artefacts in the uterus'), breast cancer female ('cancer was detected in her other breast'), rash vesicular ('extensive herpes rash') and malaise ('feeling of illness in whole body') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer (hormone-sensitive) in 2015, radiotherapy and nulliparous. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have breast cancer female (seriousness criterion medically significant) and experienced dizziness ("severe dizzy spell / bouts of dizziness") and syncope ("several fainting episodes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rash vesicular (seriousness criterion medically significant), genital haemorrhage ("menstrual bleeding despite hormone-suppressant medication that should have stopped it"), malaise (seriousness criterion medically significant), headache ("severe headache"), communication disorder ("is difficult to hold a conversation"), aphasia ("has trouble finding words"), visual impairment ("finds it hard to read simple texts"), alopecia ("hair loss"), arthritis ("inflammation in shoulder"), generalised oedema ("widespread oedema"), hyperhidrosis ("extensive bouts of sweating"), panic attack ("panic attack"), cognitive disorder ("cognitive deficits"), insomnia ("insomnia"), fatigue ("fatigue"), arthralgia ("pain in joint / hips pain"), back pain ("lumbar pain / lower spine pain"), pain in extremity ("thighs, arms, hands pains"), hypoaesthesia ("one stage she lost sensation in one of the soles of her feet"), peripheral swelling ("feet chronically swollen"), migraine ("intense migraine attacks"), anxiety ("anxiety"), eczema ("eczema"), vision blurred ("blurred vision") and diarrhoea ("diarrhoea"). The patient was treated with surgery (surgical removal of breast cancer, radiotherapy and uterus, fallopian tubes, ovaries (with implant) (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, headache and anxiety had resolved and the device expulsion, breast cancer female, rash vesicular, genital haemorrhage, malaise, dizziness, syncope, communication disorder, aphasia, visual impairment, alopecia, arthritis, generalised oedema, hyperhidrosis, panic attack, cognitive disorder, insomnia, fatigue, arthralgia, back pain, pain in extremity, hypoaesthesia, peripheral swelling, eczema, vision blurred and diarrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, aphasia, arthralgia, arthritis, back pain, breast cancer female, cognitive disorder, communication disorder, device expulsion, diarrhoea, dizziness, eczema, fatigue, generalised oedema, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, insomnia, malaise, migraine, pain in extremity, panic attack, peripheral swelling, rash vesicular, syncope, vision blurred and visual impairment to be related to essure. The reporter commented: patient report in laypress. She had hormone sensitive breast cancer detected in 2015, therefore essure was inserted in (B)(6) 2016. In (B)(6) 2016, cancer was detected in her other breast. She was treated with cancer medication (not specified) as concomitant medication since 2015. The problems she has had are not normal adverse effects of the medicines she was taking. Patient asked to have her uterus and ovaries removed. Physician reported via health authority (20/14169): patient had surgery on (B)(6) 2020 to remove her uterus and fallopian tubes (with implant). Essure implants were completely removed. The patient had a strong desire for the adverse event (reported as abdominal pains, feeling of illness in whole body, rash) to be reported to the health authority and that the health authority gets in touch with women who have this implant in their body, as it has now been withdrawn from the market. After having her implanted removed, her hot flushes are much less intense, her head is clearer, her joints less stiff, and she has a lot less edema, she gained a new life since they removed essure. For that reason she thinks that all of that, and possibly more besides, were caused by essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2017: metal artefacts in the uterus. Hysteroscopy - on (B)(6) 2016: essure insertion. Investigation - in (B)(6) 2016: number of tests unremarkable, then cancer was detected in other breast. Events reported from consumer/extracted from article: alopecia, aphasia, breast cancer female, communication disorder, device expulsion, dizziness, headache, pelvic pain, syncope and visual impairment events reported from consumer via physician via noma: abdominal pain, malaise, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, physician or non-health professional is not possible. Amendment: the report was amended for the following reason: due to internal review code correction was performed to 'peripheral swelling' instead of 'abdominal distension' for reported 'swollen feet'. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (noma, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pains'), device expulsion ('a CT scan from 2017 shows metal artefacts in the uterus'), breast cancer female ('cancer was detected in her other breast'), rash vesicular ('extensive herpes rash') and malaise ('feeling of illness in whole body') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer (hormone-sensitive) in 2015 and radiotherapy. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have breast cancer female (seriousness criterion medically significant) and experienced dizziness ("severe dizzy spell / bouts of dizziness") and syncope ("several fainting episodes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rash vesicular (seriousness criterion medically significant), genital haemorrhage ("menstrual bleeding despite hormone-suppressant medication that should have stopped it"), malaise (seriousness criterion medically significant), headache ("severe headache"), communication disorder ("is difficult to hold a conversation"), aphasia ("has trouble finding words"), visual impairment ("finds it hard to read simple texts"), alopecia ("hair loss"), arthritis ("inflammation in shoulder"), generalised oedema ("widespread oedema"), hyperhidrosis ("extensive bouts of sweating"), panic attack ("panic attack"), cognitive disorder ("cognitive deficits"), insomnia ("insomnia"), fatigue ("fatigue"), arthralgia ("pain in joint / hips pain"), back pain ("lumbar pain / lower spine pain"), pain in extremity ("thighs, arms, hands pains"), hypoaesthesia ("one stage she lost sensation in one of the soles of her feet"), abdominal distension ("feet chronically bloated"), migraine ("intense migraine attacks"), anxiety ("anxiety"), eczema ("eczema"), vision blurred ("blurred vision") and diarrhoea ("diarrhoea"). The patient was treated with surgery (uterus and fallopian tubes (with implant) removed in august). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, headache and anxiety had resolved and the device expulsion, breast cancer female, rash vesicular, genital haemorrhage, malaise, dizziness, syncope, communication disorder, aphasia, visual impairment, alopecia, arthritis, generalised oedema, hyperhidrosis, panic attack, cognitive disorder, insomnia, fatigue, arthralgia, back pain, pain in extremity, hypoaesthesia, abdominal distension, eczema, vision blurred and diarrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, aphasia, arthralgia, arthritis, back pain, breast cancer female, cognitive disorder, communication disorder, device expulsion, diarrhoea, dizziness, eczema, fatigue, generalised oedema, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, insomnia, malaise, migraine, pain in extremity, panic attack, rash vesicular, syncope, vision blurred and visual impairment to be related to essure. The reporter commented: patient report in laypress. She had hormone sensitive breast cancer detected in 2015, therefore essure was inserted in (B)(6) 2016. In (B)(6) 2016, cancer was detected in her other breast. She was treated with cancer medication (not specified) as concomitant medication since 2015. The problems she has had are not normal adverse effects of the medicines she was taking. Patient asked to have her uterus and ovaries removed. Physician reported via health authority (20/14169): patient had surgery on (B)(6) 2020 to remove her uterus and fallopian tubes (with implant). Essure implants were completely removed. The patient had a strong desire for the adverse event (reported as abdominal pains, feeling of illness in whole body, rash) to be reported to the health authority and that the health authority gets in touch with women who have this implant in their body, as it has now been withdrawn from the market. After having her implanted removed, her hot flushes are much less intense, her head is clearer, her joints less stiff, and she has a lot less oedema. For that reason she thinks that all of that, and possibly more besides, were caused by essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2017: metal artefacts in the uterus. Hysteroscopy - on (B)(6) 2016: essure insertion. Investigation - in (B)(6) 2016: number of tests unremarkable, then cancer was detected in other breast. Events reported from consumer/extracted from article: alopecia, aphasia, breast cancer female, communication disorder, device expulsion, dizziness, headache, pelvic pain, syncope and visual impairment events reported from consumer via physician via noma: abdominal pain, malaise, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the following events were added: inflammation in shoulder, extensive herpes rash,widespred oedema,menstrual bleeding despite hormone-suppressant medication that should have stopped it, extensive bouts of sweating, panic attack,cognitive deficits, insomnia, fatigue, pain in joints, hips, lumbar back,thighs, arms, hands and lower spine pain, lost sensation og the soles of her feet, chronically bloated, frequent and intense migraine attacks anxiety, diarrhoea, blurred vision, eczema. Rah was exchanged to extensive herpes rash, abdominal pain, severe headache, anxiety outcome was exchanged from unknown to recovered. The following information was added in report causality comment, after having her implanted removed, her hot flushes are much less intense, her head is clearer, her joints less stiff, and she has a lot less oedema. For that reason she thinks that all of that, and possibly more besides, were caused by essure. Reporter causality was exchanged from not reported to related. On (B)(6) 2020: patient middle name and initials were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (noma, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pains'), device expulsion ('a CT scan from 2017 shows metal artefacts in the uterus'), rash ('rash'), breast cancer female ('cancer was detected in her other breast') and malaise ('feeling of illness in whole body') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer (hormone-sensitive) in 2015 and radiotherapy. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have breast cancer female (seriousness criterion medically significant) and experienced dizziness ("severe dizzy spell") and syncope ("several fainting episodes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rash (seriousness criterion medically significant), malaise (seriousness criterion medically significant), headache ("severe headache"), communication disorder ("is difficult to hold a conversation"), aphasia ("has trouble finding words"), visual impairment ("finds it hard to read simple texts") and alopecia ("hair loss"). The patient was treated with surgery (uterus and fallopian tubes (with implant) removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, device expulsion, rash, breast cancer female, malaise, headache, dizziness, syncope, communication disorder, aphasia, visual impairment and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, aphasia, breast cancer female, communication disorder, device expulsion, dizziness, headache, malaise, rash, syncope and visual impairment with essure. The reporter commented: patient report in laypress. She had hormone sensitive breast cancer detected in 2015, therefore essure was inserted in (B)(6) 2016. In (B)(6) 2016, cancer was detected in her other breast. She was treated with cancer medication (not specified) as concomitant medication since 2015. She does not think that all of her health problems are caused by essure. But the problems she has had are not normal adverse effects of the medicines she was taking. Patient asked to have her uterus and ovaries removed. Physician reported via health authority (20/14169): patient had surgery on (B)(6) 2020 to remove her uterus and fallopian tubes (with implant). Essure implants were completely removed. The patient had a strong desire for the adverse event (reported as abdominal pains, feeling of illness in whole body, rash) to be reported to the swedish medical products agency and that the swedish medical products agency gets in touch with women who have this implant in their body, as it has now been withdrawn from the market. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2017: metal artefacts in the uterus. Hysteroscopy - on (B)(6) 2016: essure insertion. Investigation - in (B)(6) 2016: number of tests unremarkable, then cancer was detected in other breast. Events reported from consumer/extracted from article: alopecia, aphasia, breast cancer female, communication disorder, device expulsion, dizziness, headache, pelvic pain, syncope and visual impairment events reported from consumer via physician via noma: abdominal pain, malaise, rash quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: updated quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data wias conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pains'), device expulsion ('a CT scan from 2017 shows metal artefacts in the uterus'), rash ('rash'), breast cancer female ('cancer was detected in her other breast') and malaise ('feeling of illness in whole body') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer (hormone-sensitive) in 2015 and radiotherapy. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have breast cancer female (seriousness criterion medically significant) and experienced dizziness ("severe dizzy spell") and syncope ("several fainting episodes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rash (seriousness criterion medically significant), malaise (seriousness criterion medically significant), headache ("severe headache"), communication disorder ("is difficult to hold a conversation"), aphasia ("has trouble finding words"), visual impairment ("finds it hard to read simple texts") and alopecia ("hair loss"). The patient was treated with surgery (uterus and fallopian tubes (with implant) removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, device expulsion, rash, breast cancer female, malaise, headache, dizziness, syncope, communication disorder, aphasia, visual impairment and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, aphasia, breast cancer female, communication disorder, device expulsion, dizziness, headache, malaise, rash, syncope and visual impairment with essure. The reporter commented: patient report in laypress. She had hormone sensitive breast cancer detected in 2015, therefore essure was inserted in (B)(6) 2016. In (B)(6) 2016, cancer was detected in her other breast. She was treated with cancer medication (not specified) as concomitant medication since 2015. She does not think that all of her health problems are caused by essure. But the problems she has had are not normal adverse effects of the medicines she was taking. Patient asked to have her uterus and ovaries removed. Physician reported via health authority (20/14169): patient had surgery on (B)(6) 2020 to remove her uterus and fallopian tubes (with implant). Essure implants were completely removed. The patient had a strong desire for the adverse event (reported as abdominal pains, feeling of illness in whole body, rash) to be reported to the health authority and that the health authority gets in touch with women who have this implant in their body, as it has now been withdrawn from the market. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2017: metal artefacts in the uterus. Hysteroscopy - on (B)(6) 2016: essure insertion. Investigation - in (B)(6) 2016: number of tests unremarkable, then cancer was detected in other breast. Events reported from consumer/extracted from article: alopecia, aphasia, breast cancer female, communication disorder, device expulsion, dizziness, headache, pelvic pain, syncope and visual impairment events reported from consumer via physician via noma: abdominal pain, malaise, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: update of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4) on 09-jul-2020. The most recent information was received on 26-aug-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pains'), device expulsion ('a CT scan from 2017 shows metal artefacts in the uterus'), rash ('rash'), breast cancer female ('cancer was detected in her other breast') and malaise ('feeling of illness in whole body') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer (hormone-sensitive) in 2015 and radiotherapy. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have breast cancer female (seriousness criterion medically significant) and experienced dizziness ("severe dizzy spell") and syncope ("several fainting episodes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rash (seriousness criterion medically significant), malaise (seriousness criterion medically significant), headache ("severe headache"), communication disorder ("is difficult to hold a conversation"), aphasia ("has trouble finding words"), visual impairment ("finds it hard to read simple texts") and alopecia ("hair loss"). The patient was treated with surgery (uterus and fallopian tubes (with implant) removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, device expulsion, rash, breast cancer female, malaise, headache, dizziness, syncope, communication disorder, aphasia, visual impairment and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, aphasia, breast cancer female, communication disorder, device expulsion, dizziness, headache, malaise, rash, syncope and visual impairment with essure. The reporter commented: patient report in laypress. She had hormone sensitive breast cancer detected in 2015, therefore essure was inserted in (B)(6) 2016. In (B)(6) 2016, cancer was detected in her other breast. She was treated with cancer medication (not specified) as concomitant medication since 2015. She does not think that all of her health problems are caused by essure. But the problems she has had are not normal adverse effects of the medicines she was taking. Patient asked to have her uterus and ovaries removed. Physician reported via health authority (B)(6): patient had surgery on (B)(6) 2020 to remove her uterus and fallopian tubes (with implant). Essure implants were completely removed. The patient had a strong desire for the adverse event (reported as abdominal pains, feeling of illness in whole body, rash) to be reported to the (B)(6) medical products agency and that the (B)(6) medical products agency gets in touch with women who have this implant in their body, as it has now been withdrawn from the market. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram, in 2017: metal artefacts in the uterus. Hysteroscopy on (B)(6) 2016: essure insertion. Investigation in (B)(6) 2016: number of tests unremarkable, then cancer was detected in other breast. Events reported from consumer/extracted from article: alopecia, aphasia, breast cancer female, communication disorder, device expulsion, dizziness, headache, pelvic pain, syncope and visual impairment. Events reported from consumer via physician via (B)(6): abdominal pain, malaise, rash. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: health authority provided their reference number (B)(4) and new information from physician: case was upgraded to serious incident. Patient's birth date reported (age was reported previously), new events: abdominal pains, feeling of illness in whole body, rash, considered serious events by reporter. Essure insertion date specified, removal date was reported (see comment section). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.